Manufacturer narrative:
Date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was needing to charge their ins more often and the patient thought their ins was ¿petering out.¿ the patient stated that he used to charge his ins about once a month but, within approximately the last month, he needed to charge every 2 days. The patient wanted a manufacturer representative to check their ins and the patient had an appointment scheduled with their healthcare professional on (B)(6) 2017. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that device has always needed to be charged as they keep stimulation on 24-7 since they were implanted. No steps were taken to resolve the patient needing to charge more often. No further complications were reported or anticipated.